Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 792 mg/dl and life threatening high ketones. The customer was treated through intravenous insulin and saline, and was released from the ICU on (B)(6) 2023 with the reported issue resolved and no permanent damage. The cause for the reported issue was due to the pump's usb port being damaged resulting in difficulties charging the pump. Subsequently, the pump shutdown. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.